Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) connectors were noted to be cracked. The epg is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the connector assembly was broken. Analysis also determined that the hanger assembly was broken, the keypad was damaged, two knows were missing, the lower case was broken, and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.